Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion sets fell off during use on 4-jun-2024. The infusion set was in use for one day. The patient resolved the event by replacing the infusion set and resumed insulin successfully. No further information available.